Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients device declared end of life (eol) 4 years ago and is now in storage mode. The patient stated they do not want their device replaced. Currently, the device remains implanted. To date, no adverse patient effects have been reported.